Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial surgery 30 plus years ago. At some unknown time the elbow became dislocated, perhaps due to a fall. It was not noticed until there was an infection. The patient was then revised for the dislocation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The alleged patient fall cannot be confirmed without medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.